Event description:
It was reported that asymptomatic patient presented in clinic after receiving a merlin.net alert for non-sustained rv oversensing exhibited on the implantable cardioverter defibrillator device. Upon review of stored electrograms, it was noted the episodes were due to post-paced t wave oversensing on the ventricular lead. There was no therapy delivered during the episodes. Programming changes were made during device check and resolved the issue. The patient was reported to be stable post changes.